Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the left ventricular (lv) lead had dislodged and exhibited failure to capture. The dislodgement of the lead was verified by x-ray. The lv lead was explanted and replaced. The patient was in stable condition throughout the procedure.